Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1jdn3, implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their old ins didn't last three years. They said it wasn't working at all. It worked for three months and then just quit working. The patient said that it did not do a good job of helping their symptoms. They had to have the stimulation so high the battery died sooner than it was supposed to. The lead wire was embedded in the bone. It was not delivering good signal to the sacral nerve. The patient had the ins and lead replaced. The surgery to remove the lead took longer than it was supposed to, because the doctor was trying to 'dig out the old wire'.